Manufacturer narrative:
Complete information for section h9: rcr # (B)(4). All available patient information was included. No additional information was provided. The investigation into this issue determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued to architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5 and provides necessary actions to take until their software upgrade has been installed.

Event description:
The customer observed error code 9085 (c system module cpu software error) and results below the linearity limit, while using the architect c16000 processing module. The message history log was reviewed and multiple error code 3382 (unable to process test, internal wash pressure (x) error (y) pipettor) were observed. The customer was using software version 9.4 at the time. There was no reported impact to patient management.